Event description:
Device report from (B)(4) indicates a case report: orthrop trauma. Volume 25, number 9, september 2011 stated: a (B)(6) female presented to hospital with severe hip pain. X-ray showed unstable trochanteric fracture. Pt was treated with pfna on an unk date. Follow up at eight weeks showed rotational displacement of fracture. Three months post operatively, pt presented with severe pain, right hip. X-ray showed perforation of helical blade through the femoral head. The pfna was removed on an unk date, pt revised to total hip arthroplasty. Twelve months post op, pt had no pain or loosening of prosthesis.

Manufacturer narrative:
Case report: "acetabular perforation after medial migration of the helical blade through the femoral head after treatment of an unstable trochanteric fracture with proximal femoral nail antirotation (pfna): a case report": orthrop trauma. Volume 25, number 9, september 2011: kazuichiro ohnishi, md, phd, yoshiki ito, md, phd, akihito nagano, md, phd, hisashi sumida md, kaori yanaka, md, and katsuji shimizu, md, dmsc. The investigation could not be completed, no conclusion could be drawn as no product was returned.